Event description:
During operative procedure for partial total hip replacement, the mid shaft reamer broke after being inserted. Unable to extract during initial procedure necessitating a second surgery.